Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The patient's symptoms were that they had pus coming out of the pocket site. The patient was given oral bactrim. The patient is reportedly doing fine.

Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The patient's symptoms were that they had pus coming out of the pocket site. The patient was given oral bactrim. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 lim 50cm lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.